Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 700s mg/dl and the ketone level was high. The customer went to the emergency room (ER) due to the high bg and diabetic ketoacidosis (dka). The customer was treated with intravenous fluids. After 7 hours, the customer left the ER with a bg of 242 mg/dl and felt "foggy". The customer was not admitted to the hospital. As the event had occurred in the past, tandem technical support was unable to troubleshoot.